Event description:
It was reported to philips that the device is completely inoperative. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. J13 backlight invertor was found to have bent pins.